Event description:
New information received indicates that the x-ray screening was done during a device change-out procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors between the svc/rv coils were observed via x-ray screening. The lead was capped and replaced on (B)(6) 2016. The patient was stable.